Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported their sensor session expired three days before the scheduled end of session. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was not confirmed via data. The root cause could not be determined.